Event description:
Customer reported being hospitalized for high blood glucose levels. Customer was wearing the pump at the time of hospitalization. Customer's blood glucose at the time of hospitalization was 700 mg/dl. Significant event leading to the hospitalization was kink cannula set . Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).